Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far r oversensing. Programming changes were made. There were no patient consequences.

Event description:
New information received indicated that additional far r oversensing occurred. Programming changes were discussed but unknown if they were made. No patient consequences were reported.